Event description:
During surgical procedure, the ceramic tip of 24 french olympus inner-resectoscope sheath (product# a22041a) shattered while inside pt's bladder. Extended procedure time necessary to remove broken shards.